Event description:
The facility reported a colleague infusion pump with a malfunction of duplicated messages on the main display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of duplicated messages on the main display was confirmed and reproduced during product evaluation. The quality engineer has identified the cause was double images on the main display. The main display was repaired to correct the reported condition.the user software version is 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the main display was replaced.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.